Manufacturer narrative:
Results: the returned device had a kink approximately 84.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed the device was kinked. If the 3maxc is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system 3max reperfusion catheter (3maxc) was kinked upon removal from the packaging. The damage to the 3maxc was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3maxc.